Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died post- implant procedure of their right ventricular (rv) lead. Additional information received noted that it was a difficult implant requiring multiple repositionings of the pacing lead. The cause of death was requested and not received.